Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Closure trigger top. The long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed without any difficulties noted.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon requested for a device loaded with a green cartridge in order to resect the stomach. The scrub nurse took a new device out of its sterile package and a green reload. After loading the device the scrub nurse tried to close the device jaws and failed to close it. The surgeon took over the device and managed to close it without any irregular actions. The device was introduced to the abdomen cavity, the jaws were opened, the jaws were placed on the stomach and the surgeon waited 15 seconds before squeezing the firing trigger. The surgeon felt difficulty squeezing the firing trigger and failed to open the instrument. After pushing the red button down and squeezing the handle again, the jaws were opened. A few open leg staples were observed on the tissue with no cutting between them. The instrument was removed out of the abdomen cavity. The scrub nurse tried to close it again and failed to do so. Another new same like device was opened and the operation continued with no further events. There was no patient impact reported.